Event description:
A customer observed negatively biased imprecise phyt results on two patient samples tested on the vitros 950 analyzer. The results were not reported. If reported, the biased results of the direction and magnitude observed could result in inappropriate physician action. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the phyt calibration and qc results were acceptable. Precision testing indicated that the analyzer was operating as intended. The root cause fo the event is user error in the pre-analytical processing of the sample used for testing.